Event description:
It was reported that the device had communication error upon start up and unable to start the infusion. Per report, the event occurred when trying to start heparin and levophed infusions. There was no patient harm. The clinicians were able to get pumps from another unit and start the infusions. The event occurred in the emergency department. This was reported to bd representatives during their site visit.

Manufacturer narrative:
Additional information: initial reporter e-mail and manufacturer narrative. Root cause: the root cause for the reported issue of an unable to start infusion was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had communication error upon start up and unable to start the infusion. Per report, the event occurred when trying to start heparin and levophed infusions. There was no patient harm. The clinicians were able to get pumps from another unit and start the infusions. The event occurred in the emergency department. This was reported to bd representatives during their site visit.